Event description:
The customer reported that they received a 'high pressure' alarm at the start of the first rinseback procedure. The operator noticed that the tubing of the disposable set had filled with air and experienced a leak. No other alarms were reported for this incident and the location of the air was not specified. Due to EU personal data protection laws, patient information is not available from the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. A used cassette with the return pump header tubing un-altered was returned for investigation. Upon visual inspection, the tubing was properly inserted into the port during manufacturing and there appears no evidence of excess solvent. The tear was visible by bending the tubing forward as it was located on the back side of the outlet siding of the return pump header tubing. The tear is within the tubing bond socket but near the edge. The return pump pulls on the tubing at this area as the pump rotor rotates. It is likely that that action caused the weakened area of the tube to develop into a tear. The tear was not jagged but smooth. During production, the tubing is bonded to the cassette's port using solvent. A weakened area in the tubing can be created if the tubing sees unintended stress which can occur if the tubing is bumped or folded slightly immediately after bonding. The weakened area can develop into a tear with the repeated pulling motion of the return pump as seen during loading, prime, and run. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause was determined to be a manufacturing concern. The existing process did not specify or give the associates the awareness to prevent bumping or slight bending of the tubing immediately after bonding. Correction: a correction was implemented for this incident. Manufacturing staff were made aware of this issue and trained to the updated procedure.

Event description:
No medical intervention was necessary for this event. Patient gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Upon visual inspection, a tear in the return pump header where the tubing exits the bond socket was noted. Investigation is in process. A follow-up report will be provided.